Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spectra penile prosthesis was removed due to infection. No further patient complications reported in relation to this event.

Manufacturer narrative:
Analysis results: the two spectra cylinders were visually inspected and functionally tested. One performed within specifications. One cylinder had holes in the outer layer that were the result of a sharp instrument that exposed inner segments. These probably occurred during removal. This cylinder functions as intended.